Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine infusion set fell off events during use on (B)(6) 2024. Events occured within the past three months for all events. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.